Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced recurring urinary incontinence. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
This is for the same event for artificial urinary sphincter replacement as manufacturer report 2124215-2024-13738. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced recurring urinary incontinence. Further information indicated that an artificial urinary sphincter was also explanted and replaced in the same procedure. It was indicated that the patient may have developed an infection, and it is routine to remove all devices that come in contact to not to allow the infection to persist. However, no further clarification could be obtained regarding infection. The ipp was replaced. There were no additional patient complications reported.